Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/22/2020. H.6. Investigation: (B)(4) my8030-0006 samples from lot 91819104 were received for investigation in sealed packaging. A visual inspection of the returned samples did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. One hundred and fifty samples were subjected to functional testing under a controlled testing environment by filling each syringe with fluid and applying pressure; no leakage was identified from any of the samples throughout testing. A review of the production records for lot 91819104 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported leakage in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported leakage.

Event description:
It was reported that 2 texium needle-free syringe 30ml experienced leakage. The following information was provided by the initial reporter: a problem has occurred with the syringes in question used in the preparation of chemotherapy drugs. The preparers report that when the drug is withdrawn the plunger does not seal the syringe correctly so that the drug is spreading outside. Since the event has occurred twice, from today I suspend the use of the affected lot (lot 91819104 with expiry 07/2021).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 texium needle-free syringe 30ml experienced leakage. The following information was provided by the initial reporter: a problem has occurred with the syringes in question used in the preparation of chemotherapy drugs. The preparers report that when the drug is withdrawn the plunger does not seal the syringe correctly so that the drug is spreading outside. Since the event has occurred twice, from today I suspend the use of the affected lot (lot 91819104 with expiry 07/2021).